Manufacturer narrative:
Product analysis: the analyzer was found to be unable to communicate with test equipment and a working programmer. The analyzer was forwarded to the contract manufacturer for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned without accompanying information, and subsequently tested out-of-specification. There was no patient involvement.